Manufacturer narrative:
During an anterior communicating artery aneurysm coil embolization, resistance was felt when the 5x10 complex fill trufill dcs orbit (638cf0510) was advanced in the noncordis excelsior sl-10 150cm/bsj microcatheter (mc). After the entire coil was successfully removed, it was noted that the coil was stretched. The procedure was completed successfully using the other new coil without any patient injury. It is not known if the same mc was used to complete the procedure. There was no vessel calcification and slight tortuosity was noted in the target vessel. All the products were stored, handled and prepped per labeling instructions. An adequate continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the resistance was noted, no additional force was utilized to further advance the coil through the mc, instead after the resistance was noted, advancing was stopped, and the cause was investigated. During insertion, the coil introducer was seated correctly on the mc hub, and the tuohy or stopcock was closed to secure the introducer and prevent movement of the introducer. Other than the reported event no other damages were noticed on delivery systems or coil (kink, bend, etc), and the coil was still attached to the delivery system. The device is not available for analysis. A review of the manufacturing documentation associated with final assembly lot 15000009 and coil subassembly lots 14125810 and 14123305 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available information, no root cause conclusion can be made regarding the resistance during insertion of the orbit system through the concomitant microcatheter. This device interaction appears to have caused the reported stretching of the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization of the anterior communicating aneurysm. No calcification and slight tortuosity was noted in the target vessel. Resistance was felt when the coil 638cf0510 (complaint product) was advanced in the (mc) microcatheter (excelsior sl-10 150cm, bsj). After the coil was removed, it was found that the coil was stretched (unraveled). The coil was successfully removed entirely. The procedure was continued. The procedure was completed successfully using the other new coil without any patient injury. All the products were stored, handled and prep per labeling instructions. An adequate continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the resistance was noted, no additional force was utilized to further advance the coil through the mc, instead after the resistance was noted, advancing was stopped, and the cause was investigated. During insertion, the coil introducer was seated correctly on the mc hub, and the tuohy or stopcock was closed to secure the introducer and prevent movement of the introducer.

Manufacturer narrative:
No damages were noticed on the microcatheter that may have contributed to the reported event. Other than the reported event/tied up delivery system, no other damages were noticed on delivery systems or coil (kink, bend, etc), and the coil was still attached to the delivery system. Additional information will be submitted within 30 days of receipt.